Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and name of index surgical procedure? Lot number(s) used? Were there any patient consequences? It was mentioned that the wires had to be removed manually resulting in additional work. Were the sutures removed during a surgical intervention? Was reoperation, re-suturing or and additional procedure required? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). The manufacturing records could not be reviewed as the batch/lot number is unknown. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, the wires were resorbing less well than before. No adverse patient consequences were reported. Additional information was requested.